Event description:
It was reported that (1) lvp kit, bezel assy 8100 will be replaced due to unable to calibrate to specification. The customer stated : there were no internal cracks or separations of bezel post/bezel boss. There was no patient involvement .

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (1) lvp kit, bezel assy 8100 will be replaced due to unable to calibrate to specification. The customer stated : there were no internal cracks or separations of bezel post/bezel boss. There was no patient involvement .